Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be provided. Customer¿s blood glucose level was approximately 300 mg/dl.